Event description:
On (B)(6) 2012, it was reported that the patient was charging more than she expected. The patient stated she had been recharging on the day of the report since "10 am" and the device battery icon was not advancing. It then began to advance during the report, leading the patient to believe the antenna moved while she was sleeping because that was when she normally charged. On (B)(6) 2012, it was reported that the patient still had recharging issues. The patient stated she was recharging every "eight hours". It was noted that the patient sometimes maxed out her amplitude and two weeks prior to the report the patient had her upper limit increased. The patient did not complain of recharging issues at the time and impedances were normal. The patient stated she had an overdischarge event, but there was no clear evidence besides a power on reset (por) message in a 2011 report. A longevity calculation was made using the patient's maxed settings and the estimate was depletion after four and a half days. The patient may have been "overstating" her recharging issues because she wanted a new device. Additional information received on (B)(4) 2012, reported that the patient had a revision the week prior to the report. The device and extension were replaced. Please see manufacturing report #3004209178-2012-05801 for related event. The patient had broken her wires before after a fall, which could have caused recharging issues.

Manufacturer narrative:
Product ID 377860, lot# v008334, implanted: (B)(6) 2006, product type: lead. Product ID 377860,, lot# v008334, implanted: (B)(6) 2006, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).